Event description:
The facility's biomedical technician reported an infusion pump with failure codes l000018 and l000022 found pt use with no pt injury or medical intervention needed. Although attempts were made by baxter to obtain add'l info from the reporting facility, details were not available regarding pt demographics. The medication involved was dopamine, a syringe was being used and the bolume to be infused was 20ml. The hosp rep stated they have no record of any pt incident involving the pump since the lst baxter service event. No add'l contact info was provided.